Manufacturer narrative:
Philips service replaced the tube and performed adjustments, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray tube failed with oil leakage from the lateral arc motor on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.